Event description:
Provider states that the first time the unit was charged overnight they noticed the charger never turned off and when they came into the shop the next day the batteries and charger were very hot and the shop had a sulfur smell that was coming from the batteries.